Event description:
It was reported that during implant attempt after suturing the pocket, there was oversensing on the atrial lead. The pocket was opened and the device was moved around which recreated oversensing. The device and lead were not used. There were no patient complications reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. (B) (4) no anomalies found. Visual examination found the outer insulation breached cut, blood in/on helix/lobe mechanism; apparent explant damage.